Event description:
(B)(4) the dealer reported that the (B)(4) knurled grab bar flange weld was rough and the chrome coating was peeling. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).